Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high."; although specific value was not provided. There was no additional information on the adverse impact to the customer¿s blood glucose level. The customer took corrective action by administering a correction bolus via the pump, and further assistance was not required.